Event description:
It was reported that there was an unrecoverable overdischarge. It was noted that an overdischarge was confirmed but it was unknown what number of overdischarge it was. It was noted that 8 pmrs were attempted and the stimulator never allowed them to charge normally. It was noted that the patient wanted to use their stimulator in the intensive care unit (ICU). It was noted that the patient programmer was dead as well. It was unclear when the patient had last recharged their battery. It was noted that the patient was hospitalized for a stroke and memory loss at the time of the event, but this was determined not to be related to the device.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).